Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the (B)(4) during preparation, while inspecting the 23mm sapien 3 ultra valve during crimping, a hair-like structure was seen adhered to one of the valve leaflets. It did not appear to be loose when washing and agitating the valve in saline. This was shown to the implanting physicians and the decision was made to open a new valve. A second 23mm sapien 3 ultra valve was opened and was in good condition. The valve was crimped and implanted uneventfully. No harm came to the patient.

Manufacturer narrative:
The returned device was visually inspected for any abnormalities and the following was observed: one black fiber was observed on the leaflet, 6mm in length. The complaint event site provided imagery relevant to the complaint and the following observed: one black hair like particulate was observed on the leaflet inflow side. The complaint for device particulate was confirmed from the evaluation of the returned valve. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Per ftir material analysis results, the black fiber showed similar absorption to zein, purified material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match zein, purified material. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "during preparation, while inspecting the 23mm sapien 3 ultra vale during crimping, a hair like structure was seen adhered to one of the valve leaflets. It did not appear to be loose when washing and agitating the valve in saline." It is possible that the black fiber was introduced during device handling/preparation as it was observed during the valve rinsing process. As such, available information suggests that procedural factors (device prepping handling) may contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There is no confirmation that the black fiber originated from edwards. However, as a precautionary measure, an awareness communication was performed.